Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Devise has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening in valve side assessed as cracked valve seat diaphragm valve, partial delamination of valve assessed as adhesive failure and one opening on posterior side assessed as fold flaw opening. Additional observations: wear abrasion is observed. Crease is observed. White particles in device inner surface are observed.

Event description:
Healthcare professional reported left side rupture. Devise has been explanted and replaced.